Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary: a photo was returned for evaluation. Upon visual inspection of the two pictures, a winding former of product code of ep8704sl with a needle/suture strand and a detached needle could be observed. However, no conclusion could be reached on how this happens as the sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch paj704 and no non-conformances were identified. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that five sealed boxes (36 ea.) Of product code ep8704 were received for evaluation. Visual inspection of unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected and the length of the stamping area was measured to the needles and is within specification. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and following was obtained: please specify how many pull offs occurred in this single procedure (B)(4)? 1-2 ea. Did the sutures have contact with the patient? Was pull off occurred during use on the patient? Yes. Event/procedure date? As I fill in report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01373.

Event description:
It was reported that the patient underwent a CABG procedure in 2021 and the suture was used. It was reported that the swage bigger than normally and suture easily to separate from the needle. The suture/needle pull off occurred during use on the patient. There was 5 minutes delay in surgery. The procedure was completed successfully. There were no patient consequences reported.